Event description:
The user reported that while manipulating the device in the patient, the device felt strange. The device was removed from the patient and one of the loops of the snare were broken. The target was collected with the use of a goose neck snare. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device has been returned for evaluation. The user did not specify if this was the initial use of the device. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed. Evaluation: results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.